Manufacturer narrative:
The root cause could not be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical tech reported a break in suction during corneal flap creation. Additional information requested.

Manufacturer narrative:
One opened patient interface (pi) was returned and visually inspected; no obvious defects were found. A calibrated test system was used to measure pressure and vacuum. The sample passed both pressure and vacuum tests successfully. A rfid tag test station was then used to interrogate the rfid's programmed information. The rfid tag was successfully recognized and read by the rfid tag test station. The pi rfid tag functioned per specifications and indicated no cut had been performed. No anomalies were observed that would cause or contribute to the reported event. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. The manufacturer internal reference number is: (B)(4).